Manufacturer narrative:
A ge service rep performed an onsite investigation. The fe was unable to duplicate the errors, however, found them in the sys error log. The sys power supply, fluoro function and gib board were evaluated and replaced. The sys calibration files were reloaded. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported the sys displayed 'control panel error,' 'stator not on' and 'communication error' messages. These errors may result in a sys lock up, no boot, or shut down situation depending on when they occur. There is no report of injury or death associated with this event.